Event description:
Customer called stating that the part where the reservoir rewinds on the insulin pump is protruded at the end. It is pushed out, causing the insulin pump to be cracked all the way around. Customer was using an insulin pump that had been donated to him from a different customer. He was advised of the proper donation process. He did not know his blood glucose level. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.